Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of death - estimated, date of event - estimated, date of implant - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on an unspecified date, the patient underwent a stenting procedure, with implantation of a xience alpine stent. The patient was discharged at approximately 3:00 pm, and died at home at approximately 1:00 am the following day. Cause of death was not provided. No additional information was provided.